Event description:
Initially, the information provided by another country's facility indicated that analgesic therapy was being administered through the infusor to the pt when the elastomeric reservoir broke, resulting in interruption of therapy and the pt's report of dyspnea and decreased diuresis. F/u information received from the facility indicated the nurse reported that a home care pt was receiving lasix via an infusor. Reportedly, the elastomeric reservoir broke during pt therapy resulting in the pt complaining of dyspnea and decreased diuresis. The pt medical history is unk, however, congestive heart failure may have been an issue for this pt. The infusor was filled with lasix 500 mg and sodium chloride (nacl) for a total volume of 100 ml to infuse over two days at 2 ml/hour. The infusor was attached to the pt (date unk) and the following morning, the pt noted that the elastomeric reservoir had ruptured. The event date is unknown. The sample is available, however, will not be sent for evaluation as the sample has medication remaining in it.

Manufacturer narrative:
No sample is available for evaluation.